Event description:
A discordant, falsely elevated vancomycin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician and a nurse questioned it on behalf of the physician(s). The sample was repeated on the same instrument, resulting lower than the initial result but with a flag of clot detection. The sample was diluted as 1:3 and repeated again on the same instrument, also resulting lower than the initial result and similar to the first repeat result. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vancomycin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and performed a total service call. The cse discovered that reagent probe 1 and 2 and ancillary probe were misaligned. The cse aligned the probes. The cse checked the photomultiplier tube (pmt) dark count, which was out of specification. Over the course of several troubleshooting visits, the cse replaced the luminometer (lumo) assembly and installed a new reagent mixer assembly. The customer ran the calibrations and the quality controls. The cause of a discordant, falsely elevated vancomycin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.